Event description:
The customer reported an error code during a synchronized cardioversion. The users switched to a different defibrillator to deliver therapy.

Manufacturer narrative:
(B)(4). The customer reported an error code during a synchronized cardioversion. The users switched to a different defibrillator to deliver therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.